Event description:
Customer received a suspected false negative result on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided, reader sn: (B)(4). Although requested, customer was unresponsive and further information was not provided.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.